Event description:
The facility's risk manager reported an incident of infiltration that resulted in the pt experiencing "compartment syndrome". The pt reportedly had to be taken to surgery. Despite efforts to obtain additional info regarding the date the incident occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, and pt outcome, no further info has been made available.